Event description:
The customer advised datascope sales that the monitor fell off the quick disconnect mount, striking a nurse on the head. She reportedly "saw stars" and was dizzy. A CT scan came up negative. The biomed stated that he thinks the nurses are abusive with the equipment.

Manufacturer narrative:
Datascope replaced the bracket. The bracket was returned to the vendor. They confirmed a material defect in the latching mechanism.